Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's compressor was inoperable; the circuit breaker was tripping. There was no patient involvement at the time of the reported event. A service engineer (se) inspected the device and replaced the solenoid valve assembly. The se performed testing and the ventilator operated within the manufacturing specifications.

Manufacturer narrative:
A compressor solenoid valve assembly was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and found the solenoid (sol 3) connector was damaged. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated a vendor process of improper mating of the unloading solenoid (sol 3) connector to the printed circuit board connector. If information is provided in the future, a supplemental report will be issued.